Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a possible header malfunction on the implantable cardioverter defibrillator (ICD). A clinic device check revealed extremely varying pacing impedances on the ventricular lead, no noise, but short interval counts were present. On chest x-ray the lead appeared to be fully inserted in the device. During revision procedure the lead was tested on the analyzer and all values were within normal limits. The device was explanted and a new device implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis was inconclusive. Performance data from the device was analyzed and revealed non-physiologic oversensing and low right ventricular pacing impedance. Concomitant product: 5076 implantable pacing lead (B)(6) 2012. (B)(4).